Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an ongoing patient infusion, the tubing broke at the y-junction. The tubing was promptly replaced with a new set. There was no patient harm/adverse event.

Manufacturer narrative:
No samples or pictures were received for evaluation of complaint that during an ongoing patient infusion, the tubing broke at the y-junction. The device history record (DHR) of reported lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode "a0058 - separation" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, manufacturer will reopen this complaint for further investigation.